Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 error watch dog account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n. (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: caller has an 8015 unit that is giving him a watch dog error. Sn: (B)(4). Case resolution: let biomed know that the logic board is causing the watch dog error. Recommended to send in unit under flat rate repair. Emailed the alaris service description depot repair pricing to biomed.